Event description:
Customer alleged oil mist/haze from their sterrad 200. As soon as they started the machine the room began to fill up with a haze. Per the customer there were no patient related injuries.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. Fse replaced the oil mist filter and the catalytic converter to eliminate the oil mist. Ran an empty chamber test. Verified system meets manufacturer specifications.